Event description:
Patient reported obtaining back-to-back blood glucose results of 420mg/dl, 372 mg/dl, and 430mg/dl while using the suspect device. Patient indicated that she immediately opened a new vial of test strips (same lot) retested her blood glucose, and obtained a result of 110mg/dl. Patient did not take any action based on the results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.